Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) overtemperature issue. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), e1(event site email), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse could not duplicate reported issue of overheating message during operation. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a.